Manufacturer narrative:
Due to human error, this event was classified as not reportable in the us. This was detected during internal process controls. Consequently, this report has been submitted past the 30 days of awareness.

Event description:
Allegedly, stem is broken and seems loose.